Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Blood was observed within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was seen escaping from a balloon pinhole leak approximately 15mm proximal to the proximal edge of the proximal markerband. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No issues were noted with the tip section of the device. No other issues were identified during the product analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the hepato portal venous system. A 10.0 x80, 75cm charger¿ balloon catheter was advance for dilation. During inflation, the balloon would not go past 4 atmospheres and nominal pressure was not achieved. The balloon was deflated and balloon rupture was suspected. The device was removed and was re-inflated outside the patient's body. A pinhole was noted in the proximal part of the balloon at the level where the balloon attaches to the catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the hepato portal venous system. A 10.0 x80, 75cm charger balloon catheter was advance for dilation. During inflation, the balloon would not go past 4 atmospheres and nominal pressure was not achieved. The balloon was deflated and balloon rupture was suspected. The device was removed and was re-inflated outside the patient's body. A pinhole was noted in the proximal part of the balloon at the level where the balloon attaches to the catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.